Event description:
Boston scientific received information that the patient implanted with this device system received an external shock from the emergency medical team. The patient was then presented in the intensive care unit (ICU). Upon device interrogation, it was observed the device had stored four non-sustained ventricular tachycardia (nsvt) episodes and one vt-1 episode, with no therapy delivered. The episodes appeared to be fine ventricular fibrillation (vf) that was being undersend for an unknown period of time. The device right ventricular (rv) lead sensitivity was reprogrammed and the rv outputs were increased. Subsequently, the patient's family requested the device to be reprogrammed to off, due to end of life circumstances. It was unknown if the undersensing was a result of device function or due to the patient's failing health.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.